Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2014 the patient was admitted to the hospital due to a proximal type I and a distal type ii endoleak. The proximal type I endoleak was observed on the trunk component (rlt351414). The distal type ii endoleak on the contralateral leg component (plc271000) on the left side was caused by an origin unknown. An enlargement of the aneurysm sac was noticed. From 85mm before implantation to 88mm until (B)(6) 2014. On (B)(6) 2014 the patient underwent a secondary endovascular procedure to treat the endoleaks. To solve the proximal type I endoleak the physician implanted an aptus heli fx- endoanchor system ((B)(4)). To solve the distal type ii endoleak the physician implanted a gore® excluder® aaa endoprosthesis extender (pxa280300) to extend the plc 271000. The type I and type ii endoleaks were solved after the re-intervention. The patient was doing fine after surgery. However the patient died on (B)(6) 2015 due to ventricular fibrillation. Treatment (cardiac surgery) was indicated, however patient refused.

Manufacturer narrative:
.

Event description:
The pt had a medical history of coronary artery disease, hypercholesterolemia, valvular heart disease and cancer.